Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd plastipak¿ sterile plastic syringe detached. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the orange shield was detached in the polybag, and when taking the product out of the polybag, the hcp got stuck with the cannula.

Event description:
It was reported by the customer that the bd plastipak¿ sterile plastic syringe detached. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the orange shield was detached in the polybag, and when taking the product out of the polybag, the hcp got stuck with the cannula.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-nov-2022. Investigation summary: customer returned a single 1ml, 29 gauge, 12.7mm syringe from lot 1326738. The syringe was returned with its needle shield off in an opened polybag. A needle shield removal test found that the needle shield required 3.15 lbs to remove. The specification states that all pull forces within the range of 0.85 lbs to 5.95 lbs are acceptable. The report of the needle shield being loose in the polybag cannot be confirmed using the sample and information provided. A review of the device history record was completed for batch# 2059498. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Since the sample was returned in an opened and emptied polybag, and the shield pull force test was within specification, the report of the needle shield being loose upon reception resulting in a needle stick cannot be directly confirmed. Root cause cannot be determined at this time as the issue is unconfirmed.